Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported device alarmed and shut down while in use on a patient. There was no patient harm.

Manufacturer narrative:
The facility biomedical engineer reviewed the device diagnostic history, which indicated a vent inop occurrence due to a data acquisition board analog-digital converter reference. The device was not returned for investigation. The reported problem could not be duplicated. Performance verification test was ran and passed, then the device was subsequently ran for 48 hours with no errors. The unit has been placed back into clinical use. Patient information has been requested, but is not available.